Manufacturer narrative:
(B) (4): physio-control provided customer technical assistance and parts info to repair device. Follow up with biomed found that replacement of the power conversion board resolved the issue. Biomed confirmed proper device operation and returned the device to use. Physio did not evaluate the device and/or the removed power conversion assembly to determine further component root cause.

Event description:
A nurse reported that the device would intermittently fail to charge up to 200j during self test. Customer's biomed technician was able to duplicate the issue after 30 charge and discharge cycles, the device got stuck around 70j while trying to charge up to 200j. There was no pt involved with the reported incident.